Event description:
The user facility reported that during a procedure to place a dialysis catheter, the angiographic catheter "broke when the dr was pulling back on the [guide] wire and the catheter at the same time." The physician stated that he believed the event was due to constriction within the artery (possibly a spasm). Reportedly, the pt was taken to interventional radiology where a snare was used to successfully remove the detached catheter segment. The user facility reported that there were no pt complications.

Manufacturer narrative:
F/u communication confirmed that the involved device was discarded by the user facility. Therefore, the investigation was based on eval of user facility info, quality records and reserve samples. No abnormalities or defects were noted on visual inspection and functional testing of reserve samples. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the catheter having been damaged as a result of manipulation during the procedure (attempting to withdraw the catheter against resistance). The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been forwarded to the mfg facility for appropriate tracking and f/u.